Event description:
A dentist called to report that while using aquasil ultra xlv impression material, he injected it beyond the epithelial attachment in the palatal area of tooth #4 when syringing the material around the tooth after crown preparation. The dentist did not realize this had occurred because he could not see it until the pt called complaining of discomfort in the area. The injected material set in the sulcular area beyond the epithelial attachment and was detected upon palpation. The dentist surgically opened area and removed material, closed site and sent pt home. Pt called again to report pain. The dentist had pt return, surgically re-opened site, removed remaining set material, and noted that the material denuded the palatal where the material had resided. The dentist curettaged and decontaminated the area and closed site again.